Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right atrial lead that had elevated thresholds. A chest x-ray indicated that the lead had dislodged. No resolution was reported.

Event description:
New information received on 06 feb 2020, indicates that the patient presented on (B)(6) 2020 for a lead revision. The lead was re-positioned successfully, and the patient was doing well before, during, and after.